Event description:
Patient has experienced "dull needles". Did try different places and could not break skin. Did inform the pharmacy. After one injected the insulin, when one is removing the needle from the pen - the pen needle is not coming off smoothly.